Event description:
It was reported that the indication of use was support during percutaneous transluminal coronary angioplasty (ptca). At 15:00 hours, while in the cath lab, the md inserted the sheath into the right femoral artery. The intra-aortic balloon (iab) was inserted through the sheath. Placement was x-rayed and the tip of the iab was in the "aorta knob." The patient was moved to the cardiac care unit (ccu) and the pump (iap-0500, (B)(4)) alarmed "helium loss." Blood was found in the tubing at 16:00hrs. The iab was removed from patient and another iab was not inserted because, patient was "successfully treated."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.